Event description:
It was reported ongoing occlusion alarms occurred. Customer attempted to resolve the issue by changing the infusion set and cartridge. There was no adverse impact to the blood glucose level. The customer reverted to an alternate method of insulin therapy.